Event description:
It was reported that the patient developed infection in the pocket. The entire implantable cardioverter defibrillator system was explanted. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.